Event description:
It was reported the pt did not charge the system as recommended. As a result, the ipg was depleted. The physician explanted and replaced the ipg. The pt is receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.